Event description:
It was reported that drive support cap was loose and when pressed, insulin pushed out. Customer's blood glucose was 64 mg/dl. Customer was disconnected from insulin pump and reverted to back-up plan. Caller was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.